Event description:
It was reported that coating issue occurred. The patient underwent angioplasty on the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for treatment and inserted. When the device was withdrawn, it was found that some of the coating of the wire came off. There were no fragments left inside and the procedure was completed with another of the same model. No complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: v-18 control wire was returned and underwent a visual and microscopic inspection. A peel at the distal tip of the guidewire was identified.

Event description:
It was reported that coating issue occurred. The patient underwent angioplasty on the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for treatment and inserted. When the device was withdrawn, it was found that some of the coating of the wire came off. There were no fragments left inside and the procedure was completed with another of the same model. No complications were reported and the patient was stable.